Manufacturer narrative:
(B)(4). Event date unk. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: has there been any changes in the anesthesia technique? No. What color cartridges were used and associated anatomical structure? Ecr60 blue, green and yellow. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Does the surgeon pulse fire or use one continuous firing stroke? Use one continuous firing stroke. Were any issues noted with staple form throughout care of patient? No. Please provide a timeline of events. From the beginning of 2020 was the site of the bleeding identified? Transection duodeno-stomach. How was the bleeding addressed post-operatively? Yes. Please provide specific details for all five patients mentioned. The patients were reoperated for stopping bleeding but I don¿t know the actual state because, usually, this type of patients has very delicate diseases.

Event description:
It was reported that the surgeon informed about bleeding problems post surgery in dpc (cephalic duodeno-pancreatectomy) procedures. His team has had 5 patients this year with this same problem with echelon and ecr loads. This team of surgeons has a great experience with echelon during a lot of years and they don't modify their techniques in dpc procedures using always echelon. They convey to me concern about the increase in cases of bleeding and ask me if we have made any changes to the echelon or their loads.

Manufacturer narrative:
(B)(4). Date sent: 12/4/2020. Additional information was requested, and the following was obtained: were any malformed staples observed during any of the procedures? The surgeon didn¿t say to me anything about malformed staples. I asked him about the 15 seconds for preparing the tissue and he said to me that he was not sure about it in all the cases.